Event description:
Reportedly, during testing, "backup battery fails, call svc" error message occurred. The external battery showed a charge of 88% and the internal battery showed a charge of 84%. There was no pt involvement reported.